Event description:
It was reported that the system overheated, and the system shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a faulty high voltage cable that could not be removed from the x-ray tube. The tube and cable were replaced, system operates as intended.